Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor fractured while in the body. The customer¿s blood glucose level was 8 mmol/l at the time of the incident. Customer reported that they did receive medical treatment as a result of the sensor fracturing while still in the body. The device will not be returned for analysis.